Manufacturer narrative:
Concomitant products : 6935m-62 lead, implanted (B)(6) 2015, 5076-52 lead, implanted (B)(6) 2005.

Event description:
It was reported that the patient experienced two ventricular tachycardia (vt) episodes that - after anti-tachycardia pacing (atp) by the device - accelerated into the ventricular fibrillation (vf) zone and the patient received therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.